Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found air in the line , primed the pump, and adjusted water pressure. The customer calibrated and ran quality control material (qc). During the follow-up visit, the cse found that the sample reagent wash pump (srwp) was leaking. The cse replaced the srwp and reagent arm 1 seals. The cse performed the decontamination per customer's request. The cse ran a precision study followed by qc and all results were found to be acceptable. The cause of the discordant, falsely elevated co2_c results on four patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR#: 2432235-2018-00293 has been filed for the same event.

Event description:
Discordant, falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on four patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). Three of the four patient samples were repeated on the same advia chemistry instrument, while one patient sample was repeated on an alternate advia 1800 instrument and the results were lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_c results.